Event description:
Customer reported that he received no delivery alarms during prime. Customer stated he used 3 sensors from the same box and was not able to push insulin through. Customer then used a reservoir from another box and it worked. Customer had to use 4 reservoirs and 3 infusion sets. Blood glucose value is 136 mg/dl. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.